Event description:
The customer reported that the device is consistently finishing the infusion at least an hour early. No pt injuries or medical interventions were reported. Total bag volume was 969 ml-volume to infuse was 892 over 16 hours with 1 hr ramp up and 1 hr ramp down. Infusion finished 1 1/2 hrs early.